Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During evaluation, the reported problem of "upstream occlusion alarms when none present," was not reproduced. A review of the event history log (ehl) revealed multiple "upstream occlusion!" Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the upstream sensor was out of specification. The ultrasonic sensor requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump falsely alarmed for upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.